Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was (B)(6) 2019.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that during the last refills the doctor found a discrepancy between the expected volume of the pump reservoir (2 ml) and the aspirated volume (11 ml). The patient had also presented with drug withdrawal symptoms. The doctor therefore carried out the replacement of the pump. No actions were taken regarding the catheter; the catheter was not revised or replaced. No diagnostics/troubleshooting performed. It was noted that a field representative suggested that the doctor do a catheter investigation to rule out kinking as it was a model 8709 catheter. Factors that may have led or contributed to the issue were unknown. The healthcare provider was notified that the explanted device should be returned. At the moment the pump has been delivered to the hospital's internal regulatory office and it was indicated that it may be returned to the manufacturer for analysis pending the hospital¿s internal regulatory department¿s decision. It was noted that as of (B)(6) 2021 the problem had seemed resolved. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.